Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the patient have a post-op infection? Were cultures and sensitivities performed? If so, please provide the results. What is meant by ¿dark red exudate from the wound¿? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a cutting and internal fixation surgery on an unknown date and suture was used. The patient underwent surgery for clavicle fracture. The doctor used suture during the surgery and the patient was discharged smoothly. Post-op, the patient experienced inflammation and wound secretion. The patient found dark red exudate from the wound after dressing change 7 days after surgery. On the 11th day after surgery, the patient was readmitted to the outpatient department due to non healing of the clavicle wound. The doctor performed necrotic tissue debridement negative pressure drainage and anti infection treatment on the patient. The patient was hospitalized for 14 days with slightly red and swollen wounds and was discharged without removing the suture. Additional information was requested.